Event description:
The user facility reported 57yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during patient support, the physician had difficulty repositioning / advancing the catheter due to the lock being stuck on the catheter shaft. The blue hub was subsequently forced further into the skin tract in order to advance the pump to a more favorable position. Patient support continued following the repositioning. There was no patient harm.

Manufacturer narrative:
The investigation for the positioning issue during support has been completed. Visual inspection found catheter kink at 46 cm mark. Most likely, catheter was kink while repositioning of the pump. Blue pin lock could slide back & forth on catheter easily. No other issues were found on the blue pin lock & the rest of the pump. The root cause of the positioning issue was most likely due to cath anchor use issue. This report is being filed as part of a retrospective review of historical records.